Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended. There was no reported impact to customer¿s blood glucose level. Tandem technical support requested a t:connect upload for further troubleshooting; however, after multiple follow up attempts with the customer a response was not received.